Manufacturer narrative:
Additional information was received on 9/12/2018. The event date was updated to (B)(6) 2018 and the rupture was diagnosed through ultrasound. The patient fully recovered from her replacement surgery with no residual effects. The investigation of the returned product was completed by the failure analysis lab on 9/24/2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with 350cc mentor gel prostheses. On (B)(6) 2018 bilateral rupture was observed. Upon receipt by mentor, the device contained gel with yellow appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation team observed the device severely rented. Additional siltex cracking was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor gel prosthesis, catalog #354-3504, lot #92809. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with 350cc mentor gel prostheses. On (B)(6) 2018 bilateral rupture was observed. As a result, bilateral prosthesis replacement with 535cc mentor memorygel breast implants was performed on (B)(6) 2018. (See 1645337-2018-05496 for contralateral prosthesis report).